Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use there is leakage past the plunger with a bd plastipak¿ 3 ml luer-lok¿ syringe. The following information was provided by the initial reporter, translated from portuguese to english: at the beginning of the plunger, when it passes more or less than 1 ml, it begins to lose pressure and the medicine begins to leak. Additional information received: there was no damage observed in the product. The stopper was well fixed. There was no damage to the patient/health professional, only a loose of the drug that leak by the posterior part of the stopper. There was no need for medical or surgical intervention. There was no exposure of blood to the skin.

Event description:
It was reported that during use there is leakage past the plunger with a bd plastipak¿ 3ml luer-lok¿ syringe. The following information was provided by the initial reporter, translated from portuguese to english: at the beginning of the plunger, when it passes more or less than 1ml, it begins to lose pressure and the medicine begins to leak. Additional information received: there was no damage observed in the product. The stopper was well fixed. There was no damage to the patient/health professional, only a loose of the drug that leak by the posterior part of the stopper. There was no need for medical or surgical intervention. There was no exposure of blood to the skin.

Manufacturer narrative:
H.6. Investigation summary: batch history analysis, quality notifications and maintenance records were verified where no records potentially related to failure were found. The 10 samples available were analyzed and it was not possible to observe leakage during the use of the syringe, but through the photo we can confirm the incident. The possible cause for the occurrence is a screw in the mounting system of syringes that caused damage to the syringe. The production processes are validated as established procedures and that for the pertinent characteristic of this claim the criteria of acceptance are nqa (B)(4). The lot involved in the complaint meets the acceptable quality level (eqs) being manufactured and released in accordance with applicable procedures and specifications. The incident identified from this complaint will be monitored for trend assessment.